Event description:
One of the leads had moved. It was poking the pt in his spine, producing a lot of pain. Revision of the lead was recommended by the hcp. Add'l info has been requested. A f/u report will be submitted, if add'l info becomes available.